Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# 0211013481 serial# implanted: (B)(6) 2016, product type lead product ID 977a275, lot# 0210697404, implanted: (B)(6) 2016, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: (B)(4), product type: lead, product ID: 977a275, lot#: (B)(4). Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-feb-2020, UDI#: (B)(4), product ID: 977a275, serial/lot #: (B)(4), ubd: 05-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that on interrogating the device it was found all impedances on lead two, which was where the contacts were programmed, were out of range. The patient only received 50% pain relief and was unsure of its efficacy. Device programming on (B)(6) 2018, was moved over to lead one and the patient was to try the efficacy of it. Etiology was related to the device or therapy. The outcome was confirmed on 2019-oct-28 as ongoing. The patient was 50 years old at the date of the study consent; follow up is being performed to obtain the date of consent. No further complications were reported or anticipated.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was resolved without sequelae on (B)(6)2019.

Event description:
Additional information received reported that the cause of the impedances being out of range was unknown.